Event description:
The handpiece burned the patient's lip.

Manufacturer narrative:
The patient was prescribed hydrocodone and given antibiotics prior to surgery for tooth extraction. Neosporin was given for the burn and the patient was instructed to continue the hydrocodone if the burn on the patient's lip was painful. The doctor's office stated that the patient was doing fine. The office staff was not following proper procedure for maintenance. Proper maintenance was discussed. Bearing were worn and gritty, and falling apart. High debris level was present.